Event description:
It is reported that the surgeon was unable to successfully lock the articular surface into the tibial baseplate. A second insert was opened and inserted.

Manufacturer narrative:
Evaluation summary: the returned articular surface was evaluated and the indentation on the lip of the dovetail is consistent with the type of indents seen when dovetail is not properly inserted into the mating male dovetail on the tibial baseplate prior to insertion. Evaluation: device history records indicate all components were manufactured and inspected to specification.